Manufacturer narrative:
The investigation into the stroke/cva issue has been completed since the initial report was submitted. The product was not returned for investigation. As the clinical information was not provided, the root cause of the stroke/cva could not be determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating this patient to have endured a subarachnoid and intraventricular hemorrhage with a "possible" relationship to the impella device. The patient's family ultimately chose to withdraw care and the patient expired.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections h1 and h6.